Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the emergency endovascular treatment of an unknown diameter thoracic aortic aneurysm in zone 2. There was a pre-operative aneurysm rupture. It was reported that during follow-up, a type ia endoleak was noted. The physician implanted a non-medtronic to treat the endoleak. A slight endoleak remained after the intervention. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.